Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jan-07 additional information was received. The cause of all three groups showing the settings not available message was not determined however, the pt noted the likely cause was a failed electrode in their paddle. To resolve this, the rep had performed reprogramming around the electrode.

Event description:
It was reported there were high impedances; electrode 12: 40,000 and electrode 15: 40,000. Rep reported "desired settings not available"; connection and impedance check shows red x at electrodes 12 and 15. Cause was not known. High impedances (40,000) at electrodes 12 and 15. Patient states he had no falls, trips, accidents, etc. Patient states he gets ¿desired settings not available¿ error message. Reprogrammed dtm around high impedance electrodes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated the controller is going berserk today. Patient stated they want to adjust the intensity and they are getting a message "settings not available" . Patient tried to lower the stimulation but they is not able to raise it back up. Patient tried to increase stimulation on group a and stated they are able to increase stim to 3.0 in the first program but they are getting the same settings not available message. Agent is sending a message to the local field representative about patient call. Additional information was received from the patient. They reported that the mdt rep changed the setting to a and it is now working and the issue has resolved additional information was received from the patient. Patient called back stating their controller is still displaying settings not available message, now for all three groups, a, b, and c. Patient stated they notified their rep around thursday of last week, but rep stated they were on vacation, so they set patient up with other representative to address issue in person tomorrow. Patient stated they described the situation to both reps, but rep stated 'that does not sound right' and patient thinks the controller is the issue. Patient thinks the new controller they received is bad and is what is causing this issue. Agent reviewed meaning of message. Patient then commented about how just now on the call the controller started giving the patient some therapy where they could feel stimulation despite stating 'it was dead all morning.' Agent continued to review how patient needs to be seen for reprogramming. Patient will meet with rep tomorrow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.